Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's parents tried to quit the alarm but there was no response from any button. Customer's parents also observed air bubbles in the tubing of the infusion set. There was no rewind with a reservoir in place. The insulin was stored in room temperature and there were no air bubbles in the set after filling. The air bubbles occurred after 2-10 hours. There were no leaks detected and the parents insisted on changing the pump.